Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon would not hold pressure on the third inflation. The pt was asymptomatic during this event. The maverick2 monorail balloon was inflated to 6 atms, twice to treat a lesion in the left circumflex coronary artery, then was moved to the mid right coronary artery to treat a mildly calcified, 90% stenotic lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of a cypher stent, but blushing of contrast in the artery and leaking pressure on the inflation device gauge demonstrated that the balloon was ruptured. The maverick2 monorail 20/2.0 mm balloon was removed and replaced with a maverick2 monorail 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'well'.